Event description:
Type ia endoleak: the main body was implanted in a slightly lower position due to the neck with calcification and bending. Angiography for confirmation revealed a type ia endoleak. The physician decided to add an endurant aortic extension (ettf3232c70ej, 32 mm - 70 mm, medtronic) to the proximal part, but there was a risk of covering the left renal artery due to difficulties in positioning. Therefore, an express sd stent (6 mm, boston scientific) was additionally implanted using chimney stent technique. With the stent in place, the type ia endoleak disappeared. Operation type: evar. Blood loss: unknown. Ancillary devices used: endurant (ettf3232c70ej, medtronic), express sd (6 mm, boston scientific). (Tc#(B)(4). Patient outcome - "no health damage to the patient."